Manufacturer narrative:
Supplemental report submitted for product investigation additional information device, component and evaluation: f10 and h6. The device was returned for analysis. Analysis of the device found the device passed the design specifications for the active tip length measurement, continuity test, as well as the puncture test performed on a top-bench model. However, the needle failed the curve overlay inspection due to manual reshaping of the needle along the curve profile. This is not the best course of action as the device's IFU states the following: do not bend the nrg transseptal needle. Excessive bending or kinking of the needle shaft may damage the integrity of the needle and may cause patient injury. Care must be taken when handling the needle. Moreover, inspections of the active tip indicated that the condition by which the active tip was returned is normal and doesn't indicate signs of burning. A slight change in the active tip's color after applying rf energy multiple times is expected. Moreover, it was mentioned in the complaint's summary that rf energy was delivered 6-8 times. This is not recommended and could affect the device's integrity or poses a risk to the patient. The device's IFU states the following: it is not recommended to exceed five radiofrequency power applications per nrg transseptal needle. Based on the limited information provided in the complaint summary and the results of the testing performed on the returned needle, it is not possible to conclusively determine the root cause of this complaint. It could have been difficult for the physician to tent the septum and achieve acceptable contact between the active electrode and the tissue. It is also possible that there was improper timing between advancement of the rf needle and the delivery of rf, leading to failure to cross septum. Moreover, the nrg needle could have been inside the sheath/dilator when attempting to deliver rf, which could have shielded the nrg tip and prevented rf delivery to the target anatomy. This could be the case due to manual reshaping of the needle which is evident along the curve profile. Overall, based on the investigation results of the returned product, the problem could not be replicated when tested on a benchtop model and thus, the potential root cause of the complaint reported cannot be determined with full certainty, but it can be highly attributed to manual reshaping of the needle. The problem could not be replicated during investigation because the returned needle was able to successfully deliver rf and puncture tissue when tested on a benchtop model. Moreover, the needle's tip was found to be normal when inspecting it. Therefore, based on the testing results, the reported allegation cannot be confirmed. The complaint could not be recreated on a top-bench model; thus, the root cause of the problem cannot be conclusively determined. However, given the testing and inspections performed on the needle, failing to cross the septum could be attributed to manual reshaping of the needle along the curve profile and as such the failure to follow instruction cause code was selected for this issue. Regarding the other issue related to the blackening of the needle's tip, the cause not established cause code was selected because the tip was found to be normal after investigating it. Overall, based on the investigation results, the failure to follow instructions cause code was selected as the most applicable conclusion code.

Event description:
It was reported that during an atrial fibrillation (a fib) procedure, an nrg transseptal needle was selected for use with a non-boston scientific sheath. The radio frequency was delivered first time however no puncture was made. After reconfirming the position and tenting, additional radio frequency delivery were attempted (approximately 6 to 8 times), but still no puncture was achieved. The tip of the needle was carbonized when it was taken outside the body. There was no error displayed on the generator's screen. Hence to resolve the issue, the needle and cable were replaced and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis. It was further confirmed, no difficulty noted in patient anatomy that caused this issue. Rf delivery sound was heard when rf button pressed. The procedure completed on the same rf setting with second needle as the first one. Supplemental of report# 2124215-2023-43094.

Event description:
It was reported that during an atrial fibrillation (a fib) procedure, an nrg transseptal needle was selected for use with a non-boston scientific sheath. The radio frequency was delivered first time however no puncture was made. After reconfirming the position and tenting, additional radio frequency delivery were attempted (approximately 6 to 8 times), but still no puncture was achieved. The tip of the needle was carbonized when it was taken outside the body. There was no error displayed on the generator's screen. Hence to resolve the issue, the needle and cable were replaced and the procedure was completed successfully. No patient complications occurred. The device is expected to be returned for analysis. It was further confirmed, no difficulty noted in patient anatomy that caused this issue. Rf delivery sound was heard when rf button pressed. The procedure completed on the same rf setting with second needle as the first one.